Event description:
An allograft labeled as an aortic valve & conduit was thawed for a procedure in 2004. After thawing, the allograft was noted to be a pulmonary valve & conduit. Another valve was thawed for the procedure, which reportedly prolonged the surgery. The allegedly imslabeled allograft was returned to cryolife for evaluation.